Event description:
Additional information received indicated that the purulent discharge at ipg site had resolved postoperatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg pocket had purulent discharge. As a result, patient underwent surgical intervention on (B)(6) 2019 to drain the ipg site and explant ipg.